Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Summit anterior inserter broke during final insertion of the summit stem. Surgical delay of five minutes.

Event description:
Additional information was received stating that the very tip that is used to center the inserter in the summit stem broke. The two rotational wings did not break, just the small tip at the very distal part of the stem inserter. Just one was broken and requested that all five be updated so this wouldn¿t happen again. Several xrays had been taken at various angles to view any broken (free floating) pieces. Nothing was seen under x-ray. Furthermore, nothing seemed to be restricting the non-broken inserter from fully seating into the stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: g1, g2.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. The previous g4 was incorrectly submitted and corrected to 9/11/2020.

Event description:
Additional information was received stating that the very tip that is used to center the inserter in the summit stem broke. The two rotational wings did not break, just the small tip at the very distal part of the stem inserter. Just one was broken and requested that all five be updated so this wouldn¿t happen again. Several xrays had been taken at various angles to view any broken (free floating) pieces. Nothing was seen under x-ray. Furthermore, nothing seemed to be restricting the non-broken inserter from fully seating into the stem.